Event description:
On 10/17/94 at 2245 leak heard from catheter site. Iab appears to have ruptured balloon. Pump turned off. Mds notified. At 2300 heparin turned off. At 2345 md arrived. At 0005 blood pressure decreased 88/53. Pt sent to catheter lab. At 0200 9.5 40 cc iab inserted via right groin.